Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type catheter. (B)(4). The analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the physician found a hole in the proximal edge of the distal segment of the catheter. The patient had exhibited underdose symptoms and increased spasticity. It was noted that a dye study was performed. As a result of the event, the physician explanted and replaced the entire system. It was indicated that the product issue had been resolved and, at the time of report, there was no patient injury. The device system had been used to deliver gablofen. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed a hole in the catheter body caused by deep abrasion. The damage to the catheter body occurred during the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.